Event description:
It was reported that one device was used during an unknown procedure. It was reported that the clips would not close. The case was completed with a similar device. There was no consequence to the pt. There is no further info available.